Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room for elevated blood glucose. The contact did not provide further information. Upon follow-up, the customer could not recall details of the event due to short-term memory loss. Although multiple attempts were made by tandem technical support to obtain additional information, the contact did not reply.